Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that escape and act buttons were hard to press. The blood glucose was unknown. The customer reports the insulin pump had scratches on screen and casing,reservoir compartment was crack. The device will not be returned for the analysis.